Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, white material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. On 4/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate plus profile 500cc, serial number (B)(4), catalog number 3502500, lot number: 5828271. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 500cc saline breast implants that the right side deflated after implantation. The issue of deflation diagnosed during the physical examination. As a result, the patient underwent bilateral removal and replacement: right, catalog number: 3502500, lot number: 7541051, serial number; (B)(4), and left: catalog number: 3502500, lot number: 7541051, serial number; (B)(4) on (B)(6) 2018.